Event description:
Approx. 8 months after implantation, low and unstable impedance and high and variable thresholds on rv lead were reported. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple abrasion marks were detected on the leads body. In particular 35 cm distal to the df4 connector pin the insulation was found squeezed and deformed. A short circuit was measured at this position between the conductor cable of the right ventricular shock coil and conductor coil to the lead tip. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.